Manufacturer narrative:
Result description: weld.

Event description:
It is reported that the arm has a disconnected weld. It is not penetrating into the bar. It is causing the rail to tilt excessively when lowered and is compromising pt safety. No injury reported.